Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.